Manufacturer narrative:
(B)(4). (B)(4). Reported event was confirmed as returned product was fractured. Visual examination concludes that the returned part exhibits signs of repeated use and has fractured medial side. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device fractured at an unknown time and place. All the pieces were received.